Event description:
According to the reporter, pre operatively, the handle would not power on. The charger was flashing red and the handle while charging was completely dead. Troubleshooting was done and it was found that the other handles would charge completely on the original charger, but the reported handle flashed red on all the other chargers and would not charge at all. It was noted that the issue was with the handle and not the charger. A different handle was used to resolve the concern. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was received with a fully depleted battery and the handle was inserted into a charger. Eventually, the charging light emitting diode (led) changed to flashing red and the handle was removed from the charger but it did not initialize. The handle bq data showed the charge fet (cfet) error. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.